Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required data sync. A technical support specialist (tss) dialed into the workstation and attempted a full synchronization, which initially failed due to an execution timeout error identified in the logs. Knowledge article, proper data sync 2.0 procedure, was referenced, and after disabling the firewall, the full sync completed successfully. However, the discrepancy issue remained unresolved, no related notifications were found on the server or in health sight viewer (hsv), and the customer was advised to resolve the discrepancies at the station level, but customer acknowledged and asked to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user observed that report data from the device does not match the information on the server. An outstanding discrepancy was present on the health sight viewer that the customer was unable to resolve due to insufficient information for accurate comparison. Specifically, for ephedrine sulfate 50 mg/ml (1 ml vial), p4080210, the device-level report shown a refill quantity of zero (0) between (B)(6) 2025 at 22:38:39 and (B)(6) 2026, and a removal on (B)(6) 2026 appeared to be missed. The customer was requesting a device sync to correct the data discrepancy. However, there were no delays or adverse events or injuries reported based on this event.